Event description:
It was reported that during a system check, the physician suspected that there was loss of capture (loc) with high pacing thresholds on the right atrial (ra) lead channel of this cardiac resynchronization therapy defibrillator (crt-d) system. The other lead parameters appeared within range. No adverse patient effects were reported. This system remains in service.